Manufacturer narrative:
The device history records & sterility records have been reviewed by manufacturing and found to be in compliance. This lens was manufactured before the voluntary recall of this device in april 2000. The lens underwent a modified (buffered tumbling) process during its manufacture. For those lenses there have been isolated reports of a biofilm developing.

Event description:
A surgeon has reported that a miol u940a implanted in the right eye of a female patient in 1999, with no complications has become moderately discolored. Visual acuity reported as 20/40 od at 2004 visit. Prognosis states as poor with explant/exchange expected in the near future. No further information is available at this time.